Manufacturer narrative:
Product analysis: the service report of handpiece was confirmed with the reported event and found base of bur broken and stuck in (handpiece) collet; it was noted that stuck bur was removed. Visually, the inner shaft was dislodged from the inner hub assembly and not returned. Additionally, there was deformation in the distal outside diameter of the hub. The outside diameter of the inner hub shall be 0.330 ± 0.002 inches and measured 0.329 inches in the undamaged area and up to 0.353 inches in the deformed area which was out of specification. There were traces of wear in the hub bushing. Functional testing could not be performed due to the broken state of the device . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that bur was not seating in the handpiece. There was no patient involved in the event.